Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device with delivery system were used. A small effusion was observed prior to the procedure. During the procedure, the physician found the transseptal puncture difficult but the decision was made to proceed as the patient was stable. Additional heparin, an anticoagulant, was administered at this time and the activated clotting time was more than 500 seconds. After the watchman device was successfully implanted it was noted that fluid collection around the heart had increased. A pericardiocentesis was performed. The patient recovered and was discharged from the hospital two days post procedure.